Manufacturer narrative:
The customer reported that during a procedure, with the multigas unit in use, the co2 was dropping off. However, when they disconnected the water trap and sample line, and then reinstalled them, the multigas unit came back on. The customer placed another known working unit to resolve the immediate problem. The device was returned to nihon kohden and will be evaluated. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that during a procedure, with the multigas unit in use, the co2 was dropping off. However, when they disconnected the water trap and sample line, and then reinstalled them, the multigas unit came back on.

Manufacturer narrative:
Details of complaint on 1/3/2018 customer reported that gas unit was loose co2 readings during use. They customer disconnected the water trap and sample line and re-install them, the readings come back on. Service requested: repair. Service performed: evaluation. Investigation result: the following vital information is not available: water-trap maintenance records · gas settings on the bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · location of the gas unit: permanent or frequently moved · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · ac power cord securely seated. · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · does the error occur on all patients or only certain patient demographics? · what type of medical procedure were associated with the error? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orient the water trap according to manual's instruction? Gas unit was put into service on 4/30/2016. Service history shows in is an isolated incident. Nka repair center evaluated the gas unit in the test environment. The reported issue could not be duplicated. Without further information, the root cause of the reported issue could not be determined.

Event description:
The customer reported that during a procedure, with the multigas unit in use, the co2 was dropping off. However, when they disconnected the water trap and sample line, and then reinstalled them, the multigas unit came back on.

Manufacturer narrative:
Corrected data : device evaluated by manufacturer . Additional manufacturer narrative: the customer reported that during a procedure, with the multigas unit in use, the co2 was dropping off. However, when they disconnected the water trap and sample line, and then reinstalled them, the multigas unit came back on. The customer placed another known working unit to resolve the immediate problem. The device was returned to nihon kohden for evaluation. The unit was cleaned and evaluated. The reported problem of "co2 would drop off" could not be duplicated through testing, troubleshooting and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per the operator's/service manual and operates to manufacturer's specifications. The unit has been returned to the customer.